Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 450 mg/dl with symptoms suggestive of nausea and thirst. The patient reportedly provided self-treatment of the hyperglycemia with insulin via injection; the patient did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged the pump experienced an issue with intermittent power associated with this event. This event is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated with an intermittent power issue with the pump.